Manufacturer narrative:
Data was not returned for review. Product analysis: visual inspection found biomaterial inside the pump housing & wrapped around the impeller. No other issues were found on the rest of the pump. Low or blocked pump flow/pump suction: the cause of the low flow was biomaterial ingestion. Pump sn: (B)(6) passed all post sterile inspection checks.

Event description:
The complainant reported that there was a sudden continuous yellow suction alarm and low pump flow despite the administration of volume.